Event description:
As reported by the edwards clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure, a perforation to the common/external iliac occurred. Multiple measures were taken to treat the dissection/perforation; however, the patient decompensated and expired. Per the report received, a cutdown was performed in the usual sterile fashion in the lower right external iliac just above the common femoral artery. The vessel was then dilated with all dilators in the kit. There was some difficulty inserting all the dilators (16fr-28fr) but there was more difficulty encountered with the 22-28fr dilators. The 24fr sheath was then placed with equal difficulty into the right iliac. As the sheath was advanced past the tight area of the lower right common iliac, the patient's blood pressure began to drop. Fluids were increased and pressors were given. An angiogram revealed a perforation in the right iliac artery. A 32mm coda aortic balloon was inflated in the descending aorta, occluding flow and it was then decided by the physicians to implant a 10x10 viabahn stent in the upper right external/lower common iliac. The coda balloon was let down and an angiogram revealed the perforation still existed. The patient then went into cardiac arrest and the coda balloon was then re-inflated to occlude the aorta. A tee revealed ventricular stand-still and cardiopulmonary resuscitation (CPR), emergency drugs, and blood were given to the patient. A 12x80mm mustang balloon was then delivered and inflated within the viabahn stent for post dilation. Another angiogram was performed which revealed that the perforation, while improved slightly, was still present. The coda balloon was then re-inflated to occlude the aorta. The patient responded to roughly 5-7 minutes of CPR and drugs. The blood pressure recovered and per tee, ventricular function returned with the ejection fraction improving to approximately 40-45%. It was then decided to place a second 11x5 viabahn stent more distal, next the first stent. The coda balloon was let down and another angiogram revealed that the perforation was still present. The coda balloon was inflated again and it was decided to take the 12x80 mustang balloon up again and post dilate the stented areas. The coda was let down and an angiogram revealed that the perforation was still present. The coda balloon was re-inflated to occlude the aorta. After more discussion, it was decided to place a third 13x10 viabahn stent from the aortic bifurcation down to the 11x5 viabahn stent previously placed. Again, the coda balloon was then let down and another angiogram was performed revealing that the perforation still existed. The coda balloon was re-inflated to occlude the aorta. After more discussion, cine reviews, and several hand injections through the sheath, it was now thought that the perforation could be originating more proximally in the external right iliac below the stented area. It was decided to now place a fourth 10x5 viabahn stent more proximally to the stented area and more in the external iliac. The coda balloon was let down and an angiogram appeared to yield a good result. With the patient stable, it was decided to remove the coda balloon, the 24fr sheath, and close/patch the artery. The cutdown was closed/patched with a hemashield 0.3x3.0 inch patch in the usual and sterile fashion and the patient's blood pressure began to drop. A crossover technique was used to gain access to the right iliac and an angiogram revealed a leak in the right iliac was again present. It was decided to take a 10x8 mustang balloon from the left sided crossover access and place in the stented area to occlude the vessel. As the balloon was being placed, the patient went into cardiac arrest with no ventricular function seen on the tee. CPR was started, drugs were given, and the mustang was inflated occluding flow to the right iliac artery. The balloon was inflated for approximately 5 minutes while CPR and emergency measures were continued. The balloon was let down and a subtracted hand injection angiogram was done via the catheter from the left side and revealed the perforation had not subsided. The patient's blood pressure failed to recover and the patient went into asystole. It was decided at that point to end all lifesaving measures and the patient was deemed deceased.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. Furthermore, the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. However, despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. The minimum lumen diameter for the rf3 (24fr) sheath is 8mm. In this case, the minimum luminal diameter (mm) for the access vessel was 7.5mm, the vessel was severely calcified and moderate tortuous. Per the clinical specialist, the minimum lumen diameter in the area of original dissection was between 7.5mm and 8.0mm. In addition, the report indicates there was difficulty encountered during insertion/removal of the dilators sizes 16fr through 28fr dilators as well as difficulty inserting the sheath. It is likely that patient vessel factors (smaller than indicated size, severe calcification and moderate tortuosity) along with procedural considerations contributed to the reported event. The device was not returned for evaluation. A device history review (DHR) for the dilator kit was performed and all manufacturers' specifications were met prior to release for distribution. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Manufacturer narrative:
This is a correction to the previously submitted DHR statement. A device history record (DHR) review for the sheath was performed and all manufacturer's specifications were met prior to release for distribution.